Event description:
It was reported the video system center displayed flickering on screen. The issue was found during an unknown procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.